Event description:
The customer reported to customer service that her adaptor fell apart. The plastic around the screws cracked and no longer holds the adaptor together. The customer stated that there were no injuries sustained due to the issue.

Manufacturer narrative:
A replacement transformer was sent to the customer. In f/u with customer she stated that the transformer housing fell apart as she unplugged it from the wall. Attempts to retrieve the product were unsuccessful. The product involved in the complaint was not returned for eval/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. This issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the MFR to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. Complaints against this product are currently being monitored for effectiveness of the above mentioned correction action. Should add'l info or the original product be rec'd, resulting in new, changed, or corrected info, a f/u report will be filed at that time.